Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received one inappropriate shock and three inappropriate anti-tachycardia pacing (atp) due to t wave oversensing. Technical services (ts) discussed bringing patient to clinic and evaluate signals to determine if there is a possibility to reprogram sensitivity. Additionally, ts noted the oversensing occurred exactly coincident with atrial signals and recommended considering a x ray to ruled out the lead being too near the tricuspid valve and sensing atrial signals. This ICD system remains in service. No adverse patient effects were reported.